Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module was set to infuse precedex at 0.08ml/hour using a bd 3ml syringe. Over an unspecified period of time, the clinician expected approximately 0.5ml to be infused however 3ml were infused. It was noted that the patient was stable and no patient harm occurred.

Event description:
It was reported that the syringe module was set to infuse precedex at 0.08ml/hour using a bd 3ml syringe. Over an unspecified period of time, the clinician expected approximately 0.5ml to be infused however 3ml were infused. It was noted that the patient was stable and no patient harm occurred.

Manufacturer narrative:
Additional information: imdrf annex a: a1301. Imdrf annex g: g0204002. Imdrf annex c: c02. Imdrf annex d: d02.